Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j employee. The device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed wear marks on the device. It could be detected a piece of green tape sticky on the device. Via functionality, the upper jaw was slightly loose when the jaws are closed. The needle deployment gets stuck when the needle lever mechanism was activated, the needle did not return. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause for the condition of the jaw can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw and this can lead to have a needle stuck when the lever is actuated, therefore; the needle do not return. However, it cannot be conclusively affirmed. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the affiliate in colombia that during an unknown surgery on (B)(6) 2022, it was observed that the expressew iii autocapture + suture passer device had an unspecified damage. During in-house engineering evaluation of the device, it was determined that the upper jaw was slightly loose when the jaws were closed, the needle deployment got stuck when the needle lever mechanism was activated, and the needle did not return. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.